Event description:
It was reported the pt experienced occasional shocking sensations in her right lower back on (B)(6) 2013. The sjm rep met with the pt to investigate on (B)(6) 2013, but the ipg was unable to communicate with external devices. The ipg was explanted and replaced. The pt's system has not been programmed post-surgically. Note: the ipg explant and replacement was reported in MFR report #1627487-2013-03627.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.